Manufacturer narrative:
This is 1 of 3 manufacturing reports being submitted for this event. Please reference manufacturer reports number 2015691-2012-16884 and 2015691-2012-16903. The implanting site is not willing to provide imaging for the event at this time. The instructions for use of the rf3 delivery system instructs after crossing the native aortic valve and positioning the bioprosthesis within the diseased valve, the operator needs to maintain the position of the bioprosthesis and retract the flex catheter, leaving the bioprosthesis in position. Verify that the flex catheter is completely off of the balloon before it is inflated and the bioprosthesis is deployed. The physician training manual instructs the operator to retract the retroflex catheter into the aorta before deployment; failing to do so affects the thv deployment. If the delivery system is too close in proximity to balloon during deployment, it can contribute to valve embolization. In this particular case, procedural factors caused the malposition of the valve. By not retracting the flex catheter, the operator affected the deployment of the valve towards the ventricle. Furthermore, the event was not considered to be due to a device malfunction by the operator. A review of the device history records of the sapien valve shows that the device met specifications prior to its distribution. In addition, the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required at this time.

Event description:
Operator failed to pull back the flex catheter prior to deployment and the first valve was deployed partially in the ventricle. The physician was able to pull the valve back and deploy it in a stable position in the descending aorta. Case summary: a cutdown was performed by the thoracic surgeon. A 14 french sheath was inserted and a bav was performed using a 23mm x 4 mm numed nucleus balloon during rapid ventricular pacing at 180 bpm. During the first two attempts, the balloon slid aortic, likely due to insufficient reduction in the cardiac output during pacing. Pacer was increased to 220 bpm to achieve adequate reduction in pulse pressure and balloon sat in a stable position. No indentations were observed in the balloon in the area of the mitral prosthesis so it was felt that it would be safe to proceed with valve deployment. A 23mm sapien valve was prepped on the rf3 system while the physicians performed serial dilation on the right femoral/iliac artery. The 22f edwards sheath was then inserted without difficulty. The rf3 system was inserted and traversed the aortic arch without difficulty. The team was then focusing on the relationship of the mitral prosthesis with the aortic valve and failed to pull back the flex catheter prior to valve deployment. They partially deployed the valve and it slipped ventricular. They were then able to pull the valve back across the aortic annulus and deployed it in a stable position in the descending aorta. The patient remained hemodynamically stable and a second valve was prepped on a second rf3 system. The rf3 system was inserted and tracked easily around the aortic arch. The valve was positioned in the aortic annulus, the flex catheter pulled back and then final positioning performed. The valve slid slightly ventricular during deployment and was noted to have significant central insufficiency on tee and fluoroscopy. A third valve was prepped on a third rf3 system, inserted and positioned in the aortic annulus in a more aortic position. The valve was deployed and was assessed to have no central or paravalvular insufficiency. The coronaries were assessed and confirmed to have not been compromised. Upon sheath removal, a dissection was noted in the iliac just above the bifurcation of the external and internal iliac arteries. A stent was inserted and brisk flow was noted on angiography. Cutdown was closed by the thoracic surgeon. The patient left the room in a stable condition and was noted to be awake and alert that evening.

Manufacturer narrative:
Investigation is ongoing.